Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that patient was under ventilation using the mentioned ventilator and ready for transport. At 9:42 pm, hose mismatch and switched measure lines alarms came on during use. Patient is yet to be transported. Unit was on route to transport patient from ward to ward 3 levels apart. Duty nurses reported unit is still on alarm. At approx. 10:00 pm, patient reached destination and unit is still on alarm. Unit is under investigation for patient death and possible risk to patient.

Manufacturer narrative:
The received information including the log file has been analyzed by the manufacturer. The logged entries show that on (B)(6) 2018 the device has been powered on at 09:38 pm and a reusable hose type was selected at 09:40 pm. At that time the alarm "supply pressure low" was generated which indicates that an insufficient oxygen supply to the device was present. At 09:42 pm the alarms "measure lines switched", "hose mismatch detected" and airway pressure low ("paw low") have been logged several times. The log entry "measure lines switched" indicates that the flow measuring lines are connected incorrectly and the IFU proposes as a remedy to connect the flow measuring lines correctly. "Hose mismatch detected" indicates the hose type setting has to be changed or the flow sensor to be replaced (where the later could not be verified). "Paw low" indicates that no sufficient inspiration pressure could be built up which corresponds with the previous logged entries. Although the ventilation function was reportedly not interrupted, no adequate airway pressure could be built up, thus the ventilation could have been not sufficient. This was alarmed by "paw low". Due to the above mentioned log entry it seems that the oxygen supply was not sufficient, this could have been the cause for the low airway pressure. The last entry was logged at 09:42:42 pm which corresponds with an intended switch off of the device. It could not be clarified why it was stated that the device had alarmed until 10:00 pm. There is no indication for a data loss. Both failures, hose mismatch and measuring lines switched, would have been detected by a device check. Based on the available information it is unclear if the patient system was replaced or reconnected after the last logged successful device check 8 hours prior the event at 01:10 pm. Also we were unable to check the patient hose system after the event as it could not be provided. The investigation results show no indication for a device related failure. The device has alarmed to detected deviations as specified.

Event description:
Please refer to the initial-report.